Manufacturer narrative:
Upon device return section d1 and d4 were updated to reflect the correct device information . Visual inspection: the shaft of the device is confirmed to be fractured off of the knob. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The lot was manufactured in april of 2015 therefore the instrument is over 6 years old. The surgeon did not appear to use complex maneuvers or excessive forces on the device during the procedure. It is unknown how many times this device has been used. From instruments general IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Materia analysis was performed and a similar device with the same failure mode and concluded that the shaft fractured in a ductile overload mode likely caused by multiple directional forces applied onto the knob. Most likely cause of the reported event is normal wear due to device age. Application of unidirectional forces to the device may have also contributed to fracture.

Event description:
It was reported that during implant insertion the securing mechanism of a vlift expander fractured intra-operatively. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully using an alternatively available device.

Event description:
It was reported that the vlift inside shaft broke intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.